Event description:
Customer reported being hospitalized for dka on two occasion. It was reported that customer was thirsty and vommiting both times. Troubleshooting performed and pump appeared to be operating normally.